Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The infusion device displayed e8 power interrupt error, and the pt changed the battery. The infusion device then displayed a8 bolus cancelled error, and none of the buttons would function. The battery cover had been in use for 3 weeks. Infusion device was requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No add'l details were provided.